Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that at 8:44 am on (B)(6) 2015, the patient experienced a red heart alarm while bending over and straining to go to the bathroom. The patient was reported to have been connected to the power module at the time of the red heart alarm. The patient was reportedly not symptomatic. The patient¿s log file was submitted to the manufacturer¿s technical services team for evaluation and revealed pump stoppages and low speed values while the system was connected to the power module. X-ray images of the percutaneous lead (lead) were also submitted to the manufacturer¿s technical services team and appeared to show thinning at the distal end bend relief. A distal end lead replacement was scheduled and completed on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device ¿ 2 years 3 months. The reported red heart alarms and pump stoppages were confirmed based on the evaluation of the returned portion of the percutaneous lead (lead). A section of the lead approximately 18 inches long was returned for evaluation. Examination of the lead found breakdown of the braided shield adjacent to the metal connector. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. Visual inspection of the wires found a breach in the black wire insulation at the metal connector. The remaining wires appeared unremarkable. The exposed conductors of the black wire would have allowed an electrical short to shield via the braided shield while the system was operating on the power module. The electrical short would have resulted in the red heart alarms and pump stoppages observed on the submitted system controller log file. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.